Event description:
Boston scientific crm received information that, during implant, this right ventricular (rv) lead exhibited pacing impedance values greater than 4000 ohms. The physician elected to replace this lead with a new rv lead. Measurements were then taken, and all were within normal range. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. All measurements were within normal limits indicating conductor and insulation continuity. Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. The initial allegation of high pacing impedance measurements were not confirmed by analysis.